Manufacturer narrative:
The customer's reported complaint that the autopulse platform displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing. The processor board was replaced to remedy the error message. The platform passed all the testing and meets all required specifications. A review of the platform archive was corrupted and unable to retrieve data. A visual inspection of the returned autopulse platform was performed and found the top cover, encoder cover, flexible patient restraint assembly were cracked. In addition, the battery partition cover was missing and the clutch plate was found to be sticky. Autopulse platform is a reusable device and was manufactured on 09/23/2011. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and are unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed "system error/revert to manual CPR" error message. There was no patient involvement reported. No other information was provided.